Event description:
Additional information received reported that the cause of the event was unknown. The patient was reprogrammed in june and it was believed that everything was fine. There was no hospitalization and no injury.

Event description:
It was reported that the patient experienced an uncomfortable stimulation described as a sharp poking sensation in the buttock during a walk. She was on program 1 at .2 volts, but then she decreased it to .15 volts and then to .10 volts and the sensation subsided. The stabbing sensation resolved but she still felt pain down her left leg. Troubleshooting was done. On program 2, she felt stimulation in her toes at 1.05 volts. On program 3, she felt stimulation at .55 volts and described it as a poking in the buttock. The patient said "ouch" when the stimulation was at this level. On program 4, she felt the stimulation at .40 volts. A shocking/jolting sensation was also reported. The patient described it as "cattle prod poking sensation" when she bent forward, leaned back, sat, stood up, or walked. She felt the stimulation no matter what position she was in. The shocking sensation was at the implantable neurostimulator (ins) pocket site. The next day, it was reported that the patient was getting shocked and was "tightening up" to avoid the issue. It was intermittent and was turned down to 0.0 volts. The next day she reported not feeling a stimulation sensation. She was still in a lot of pain with a sharp pain in her left buttock and left leg. The stimulation as confirmed to be turned down to 0.0 volts and off. The patient turned the ins on to .5 volts because the spasms in her bladder were getting worse but the shocking sensation was so bad that she had to turn the stimulation off. An appointment was scheduled for (B)(6) 2012 with the manufacturing representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va005rz, product type: lead. Product ID: 3037, serial# unknown. Product type: programmer. (B)(4).